Event description:
It was reported that the arctic sun device failed calibration error 80. Expected 6 actual 25. Per review of wo notes, had them check t4, it was at 25 c. They stated approximately 600 ml drained from chiller tank. Discussed this was indicative of a failed chiller. Per sample evaluation results on 13feb2026, tank seals found cracked.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed chiller. The arctic sun stat was evaluated upon receipt. (Arctic sun stat) no error code observed. Chiller assembly has failed. Replaced the chiller assembly. Tank seals were cracked during maintenance. Device underwent 2000-h pm program. Tank seals were replaced. Circulation pump and mixing pump were serviced. Manifold o-rings, heater, drain valves, double bend tube, and chiller evaporator tube were replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. Expected 6 actual 25. Per review of wo notes, had them check t4, it was at 25 c. They stated approximately 600 ml drained from chiller tank. Discussed this was indicative of a failed chiller.